Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Reporter stated brush heads had been discarded and were not available to return.

Event description:
Rotating brush has released during brushing; brush and 2 pins in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that while her son, age unspecified, used an oral-b rechargeable toothbrush, version unknown on (B)(6) 2015, the rotating brush released from the oral-b precision clean brushhead. The reporter stated that the brush and two pins stay behind in the mouth. No symptoms developed. (B)(6) 2015 received consumer follow-up: the consumer reported that the oral-b precision clean brushhead that had the rotating part come loose in the mouth while brushing had never been dropped. The brush head was spat out and disposed. No symptoms developed.

Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned 1 toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
Rotating brush has released during brushing; brush and 2 pins in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer reported that while her son, age unspecified, used an oral-b rechargeable toothbrush, version unknown on (B)(6) 2015, the rotating brush released from the oral-b precision clean brushhead. The reporter stated that the brush and two pins stay behind in the mouth. No symptoms developed. (B)(6) 2015 received consumer follow-up: the consumer reported that the oral-b precision clean brushhead that had the rotating part come loose in the mouth while brushing had never been dropped. The brush head was spat out and disposed. No symptoms developed. (B)(6) 2015 reporter returned 1 counterfeit oral-b toothbrush head.